Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient was scheduled for inferior vena cava (ivc) filter placement secondary to deep vein thrombosis. Access was gained via the right common vein and the ivc filter was deployed below the level renal veins at l1-l2 vertebral bodies. The ivc filter demonstrated complete expansion and to be centered. The patient tolerated the procedure well and no complications were noted. Approximately three months patient was scheduled for ivc retrieval with a preoperative diagnosis of migration of the ivc filter. A CT scan of the abdomen demonstrated a tine of the ivc filter within the aorta. Access was gained via the right internal jugular and the ivc filter was retrieved without difficulty. No thrombus within the ivc filter was noted and a completion inferior vena cavogram demonstrated no abnormality within the cava. The location of the renal veins were marked and a new ivc filter was then deployed in the infrarenal location. A completion cavogram demonstrated the ivc filter was deployed in a different location from the previous ivc filter but still below the renal veins. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post deployment, CT of the abdomen demonstrated a tine of the ivc filter within the aorta. Therefore, the investigation is confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2013), (manufacturing date: 04/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter had detached and the filter struts have perforated into the organs. Furthermore, the patient allegedly experienced revision surgery and heart damage. The filter strut is retained in the patient¿s aorta. The device was removed percutaneously. The current status of the patient is unknown.